Event description:
It was reported that during an unknown procedure the device torn. None of the material fell into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.